Manufacturer narrative:
Conclusions: no conclusion can be drawn.

Event description:
A (B)(6) eye care provider notified our (B)(6) .affiliate of an event concerning a pt. The pt had previously worn 1-day acuvue moist and was refit with 1-day acuvue trueye narafilcon a contact lenses. The pt went on holiday and was given acuvue oasys as well as 1-day acuvue trueye. The pt wore acuvue oasys on the flight but wore 1-day acuvue trueye during the holiday. The pt reported transient redness during the flight while wearing acuvue oasys and attributed it to dryness. After approx one week, the pt developed "problems' os then od a few days later. The pt visited an eye care provider in cyprus who confirmed corneal ulcers ou. The pt was treated with antibiotics and visited his/her own provider on return england. The pt required no further treatment. Os: there is no evidence of scarring. Od: a 3.5-4mm scar remains superior and outside of visual axis. There is no loss of visual acuity and the pt has returned to contact lens wear. This event is being reported due to the large size of the lesion in the right eye. The provider stated he/she feels the event is related to swimming in lenses and not to the contact lenses themselves. Five sealed blisters were returned. The parameters were measured and visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in spec. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot 5205300498 was mfg under normal conditions. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.